Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 1 of 3. The home patient (hp) stated he had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the home patient (hp) to cycle the power. The tsr then advised the hp to start over with new supplies. The tsr assisted the hp to end therapy. The hp stated his therapy takes 10 hours and it was quite late. The hp stated he would contact his nurse (rn). There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). (B)(4) spoke with the home patient who stated this was an isolated incident and no infection resulted from this event. The hp confirmed he is doing fine with therapy and no sample or lot information is available. An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the root cause was not identified. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.